Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During device use for pt monitoring, customer reported that the device locked up upon boot up. Reporter informed that the reported issue had no adverse effect on pt. There were no further details on the event and/or pt provided.